Event description:
According to the reporter, during a robot-assisted low anterior resection, the powered circular stapler displayed all green indicators during assembly. The device was inserted, the spike was extended to the maximum position, and the anvil was connected without issue. When the first assistant attempted to close the device to apply it to the very low rectum, it did not fully close, and a yellow adapter general error code appeared on the screen. The team attempted to open and close the device three additional times; however, the issue persisted. The surgeon then removed the circular stapler and replaced it with a manual circular stapler, which was fired without issue. No patient injury was reported.

Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial#unknown); unk peea reload unknown powered eea reload - (lot#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.